Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture in the distal esophagus due to esophageal cancer. During the procedure, the physician was unable to cross the stricture with the endoscope due to the small diameter of the lesion. Therefore, the stricture was dilated to 12mm using a balloon dilation catheter. The stent system was then positioned at the stricture. Upon withdrawing the deployment suture to release the stent, the suture broke. The physician grasped and pulled back on the broken end of the suture but only 1.5cm of the stent was deployed. The partially deployed stent was removed from the patient. The procedure was not completed as a result of this event. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture in the distal esophagus due to esophageal cancer. During the procedure, the physician was unable to cross the stricture with the endoscope due to the small diameter of the lesion. Therefore, the stricture was dilated to 12mm using a balloon dilation catheter. The stent system was then positioned at the stricture. Upon withdrawing the deployment suture to release the stent, the suture broke. The physician grasped and pulled back on the broken end of the suture but only 1.5cm of the stent was deployed. The partially deployed stent was removed from the patient. The procedure was not completed as a result of this event. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed on the delivery system. The deployment suture thread was broken approximately 120cm from the point of release of the stent. Microscopic examination revealed that the broken end of the thread was frayed. The yellow pull ring was not returned for investigation. During a functional evaluation, the remainder of the stent was able to be deployed freely on the first attempt with no restrictions noted. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, the device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.